Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace broke. A fragment fell inside the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The nurse didn't remember exactly what surgical task was performed at that time of the device fragment falling inside of the patient, but the issue did not occur while inserting or removing the instrument. It is unknown what the surgeon believed was the cause of the instrument breakage. The instrument was in use for about an hour, and the surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instrument or other hard material during the surgical procedure. The fragment did not fall inside of the patient during an instrument tip/ accessory collision. The instrument was not removed during the surgical procedure prior to the breakage. Upon final removal of the instrument, the wrist of the instrument was straightened. The staff felt resistance upon removing the instrument through the cannula. The surgical staff didn't notice any damage to the instrument or cannula after the event occurred. The fragment was retrieved with a grasper. It matched with a harmonic instrument; all pieces were retrieved. No additional surgical procedure was required to remove the fragment. There were no post operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically. It is unknown if the patient returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for return. The patients¿ information was not available for disclosure.

Manufacturer narrative:
The instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.368" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.